Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 55411be00 was identified.

Event description:
The customer reported a false reactive alinity I toxo igg and provided the following data for 1 sample: on (B)(6) 2024, sample ID (B)(6) result was 6.2 iu/ml (ref: = 3.0 iu/ml reactive). The sample was analyzed at a different laboratory and got a negative result. The same sample was then repeated on the same analyzer, which generated a non-reactive result of 0.1 iu/ml. There was no reported impact to patient management.

Event description:
The customer reported a false reactive alinity I toxo igg and provided the following data for 1 sample: on (B)(6) 2024, sample ID (B)(6) result was 6.2 iu/ml (ref: = 3.0 iu/ml reactive). The sample was analyzed at a different laboratory and got a negative result. The same sample was then repeated on the same analyzer, which generated a non-reactive result of 0.1 iu/ml. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) and there is a similar product distributed in the us, list number similar us ln (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.